Event description:
It was reported that during a laparoscopic ovarian cyst resection, it was confirmed that the tip of the shaft was deformed just after opening the package. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The instrument was received with the shaft sheath damaged at the instrument tip. However; the instrument was tested for continuity and was found to be conforming. A possible cause for this condition is that during transit the instrument could have shifted from its position in the holder causing the electrode and shaft damaged. No conclusion could be reached as to how the sheath of the electrode became bent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.